Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet bionic pancreas and contacted support for assistance changing a 23-inch, 6 mm steel contact infusion set; the agent guided a detach supply change and insulin delivery resumed. Symptoms included elevated blood glucose consistent with hyperglycemia after a recent meal. Outcomes included a transient blood glucose rise to 212 mg/dl for approximately 30 minutes without use of backup therapy, ketone testing, medical intervention, or additional assistance, and without acute adverse effects. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed no device alerts or alarms and no definitive device malfunction; the event was assessed as hyperglycemia with cause unclear following infusion set replacement and meal. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.